Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) checked the instrument and replaced the diaphragm valves and the sample probes. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
The chol2 reagent lot number was 839947 with an expiration date of 31-aug-2025. The gluc3 reagent lot number was 812051 with an expiration date of 30-sep-2025.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for glucose hk gen.3 (gluc3) and cholesterol gen.2 (chol2) on a cobas 8000 c702 module. Patient 1 initial gluc3 result was <0.11 mmol/l. The repeat result was 4.27 mmol/l. Patient 2 initial chol2 result was 0.81 mmol/l. The repeat result was 3.99 mmol/l. The initial gluc3 result was 0.2 mmol/l. The repeat result was 10 mmol/l.